Event description:
Ambulance personnel were attending to a pt in asystole. Allegedly during an attempt at using the device, the device would not power up. The paramedics arrived and continued treatment with their monitor/defibrillator, however the pt was not resuscitated. The reporter could not make a determination if the alleged malfunction caused or contributed to the pt's death.